Event description:
The event involved a microclave clear connector which was reported during infusion that leaking was noted at connection sites during routine hourly checks. There was no delay in therapy observed. There was a patient involvement but no harm.

Manufacturer narrative:
D4: lot number is unknown. The device is available for evaluation; however, has not been received.